Event description:
Additional information received confirmed that procedure was completed using another implant. No serious injury has been reported associated to this event.

Manufacturer narrative:
Additional information received confirmed that procedure was completed using another implant. No serious injury has been reported associated to this event. Device has been received by the manufacturer and evaluation has been anticipated; therefore, additional medwatch report will be submitted after investigation report is completed.

Manufacturer narrative:
An osseotite implant (oss413) was returned for investigation. Visual inspection of the as returned implant identified signs of use and damage around the neck and collar. The external hex and drive feature were damaged. The internal threads were damaged as well. Functional testing confirmed the reported damage as the cover screw was unable to thread into the implant . The implant was located at dental position #11 (fdi) and was implanted and removed on the same day. The patient was also reported to have unknown density bone. No other device or pre-existing patient conditions were noted in the per or complaint file that could cause or contribute to the reported event. No x-ray images were provided for the reported event. DHR review was completed for the implant's subject lot number (2018060532). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the implant's reported lot number (2018060532) for similar event and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (damaged drive feature) or for the reported device (oss413). Therefore, based on inspection, device malfunction was confirmed as the implant drive feature and external hex were damaged. As a result, the reported event is confirmed. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4).

Event description:
It was reported that implant (oss413) threads were stripped out and implant was extracted.